Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that ¿for the last week or so¿ the patient had been having pain in their back that had been going down their right leg and stated that they didn¿t think the ins was working properly. The patient stated that they had never had pain down their leg before. The patient stated that they ¿fell a couple of times¿ and stated that they were not sure if something happened to the leads/implant when they fell. The patient stated that hey had tried increasing stimulation and they were ¿up over 300 sometimes just to get stimulation¿. The patient stated that they also occasionally got ¿shocks¿ in their back from the ins. The patient confirmed that all of these issues started at the same time and clarified that the issues first started ¿probably like last friday¿. It was also reported that it ¿took forever¿ to charge the ins and the patient stated that the charge didn¿t last as long so they were needed to charge more frequently. The patient stated that both issues of taking forever to charge their ins and the charge not lasting therefore needing to charge more frequently started at the same time and have both been going on for ¿probably the last six months¿. The patient stated that they would lay in bed for ¿2.5 to almost 3 hours¿ before they were able to fully charge their ins. It was indicated that the patient had not had any recent changes to their therapy settings. Best recharge practices were reviewed and it was reviewed how the number of efficiency bars would affect recharge time and then the patient mentioned that they though they consistently got all coupling boxes filled in. The patient stated that they were laying on top of the disc on their bed. Patient services sent the patient adhesive discs per their request. It was reported that the patient mentioned having fallen a couplie times which may be related to the reported issues. The event began in 2019. No further complications were reported/anticipated.